Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary; (B)(4) the full lead was returned where the proximal conductor was discovered to be fractured. There was blood/body fluids on the outer tubing overlay and in/on the helix mechanism. The outer tubing overlay was melted and breached cut. There was cosmetic depression on the outer insulation.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the lia (lead integrity alert) sounded, and the patient presented for an unscheduled follow-up visit. (B)(4) short intervals were noted, and a lead fracture was indicated. The lead was explanted and replaced. No patient complications have been reported as a result of this event.